Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device was found to alarm for an occlusion when expected during occlusion testing and the downstream pressure readings were found to be in a tolerable range. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed the downstream occlusion test. There was no patient involvement. No additional information is available.